Event description:
It was reported that a balance middleweight (bmw) universal guide wire was being used with a newer technology; a crosser catheter which pulsates cool saline into totally occluded arteries and helps the wire to cross. There was no resistance advancing the guide wire. The tip of the guide wire was sheared off, possibly by the crosser catheter, into the foot during the attempt to cross a totally occluded posterial tibial artery. It took a long time, but the separated tip was able to be removed successfully with a snare. A new wire was used to complete the procedure. There was no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the guide wire was returned for analysis. The core was separated at the distal end of the hypotube, confirming the separation. Based on visual inspection, functional testing and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.